Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2020-00157. One day post ablation procedure, the patient experienced blurred vision. CT revealed no neurological deficits and the patient was discharged. Three days post procedure, the patient experienced right arm weakness. An additional head CT was performed and revealed no acute changes. Aspirin was given and the patient was discharged the next day. There were no performance issues with any abbott device.